Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, when the package of the firstpass was opened, the upper jaw parts were found to be already broken. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no patient complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture is detached. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture will pass. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the mini firstpass disposable assembly found that the operator should made a visual inspection of the device and if the assembly does not meet the manufacturing requirements, the assembly will be returned to the line to reassemble properly according manufacturing instructions and specification. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force, tissue thickness, damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.